Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient exited the study because all of the manufacturers products were inactive. The patient exited the study on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the implantable neurostimulator (ins) site was uncomfortable. There was pain at the ins site. The patient reported that the ins site was uncomfortable and the patient could not sleep on their right side due to the ins site. The patient's clothing rubs against the ins site making it constantly sore. The patient wanted the device explanted. The outcome was unresolved at the time of study exit/death/or study closure. Interventions included explanting and not replacing the entire system. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as ins pocket. Relevant medical history included: non-malignant pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.